Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient self-reported that he was diagnosed with an intracranial hemorrhage. Neuropace has reached out to the emergency room physician multiple times with no response. Neuropace has reached out to the patient's treating epileptologist and is awaiting response from the treating epileptologist regarding further details.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
Original report - the patient self-reported that he was diagnosed with an intracranial hemorrhage. Neuropace has reached out to the emergency room physician multiple times with no response. Neuropace has reached out to the patient's treating epileptologist and is awaiting response from the treating epileptologist regarding further details. New information - additional details provided by the epileptologist - reported unwitnessed seizure (B)(6) 2023 that was "more intense than usual" sentara emergency department evaluated the patient on (B)(6) 2023. The patient reported progressive weakness of right leg and foot, milder but progressive weakness of right arm. The patient underwent extended hospitalization. This was diagnosed as an intraparenchymal hemorrhage.